Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "downstream occlusions," which were not reproduced due to a constant reload set alarm. The reported "downstream occlusions" were confirmed through review of the event history log by the presence of "downstream occlusion!" Occurrences in the log. While it is impossible to say whether these occurrences of downstream occlusions are false or positive, they do exist in the log. In addition, evaluation found that the tubing guide depth was out of specification. The tubing guide depth was adjusted to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.